Event description:
Dealer advised that both motors and gearboxes are intermittently leaking grease. Seems to be worse after it sits for a period of time. Dealer advised no carpeting or flooring has been damaged. No reports of personal injury at this time. Replacement motors/gearboxes sent for repair.

Manufacturer narrative:
(B)(4) model tdxsp-mcg, serial number/date (B)(4) is approximately 2 years, 2 months old. The owner's manual part number 1143190, rev. I (jun-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this event. No further detail has been received including consumer's age, height and weight. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.